Manufacturer narrative:
Concomitant products: product ID: 3898-33, lot# lb5706, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 747151, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported the system had high impedances and a revision was planned, but not scheduled yet. There were no patient symptoms reported. Additional information received reported the patient had been sent for x-rays but the results were unknown. The patient denied any accident or incident that could have impacted the system. It was reported the patient was being scheduled for a trial pending insurance approval.